Manufacturer narrative:
Of the 13 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated allegations, there were 4 additional occlusion failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a occlusion issue. These reports were received from various sources. The patients associated with this allegation ranged from 33-290 pounds and between 6 and 66 years of age. Of the reported patients, 11 were male, 2 were female, and 0 were unknown.